Event description:
A (B)(6) female patient returned an electrode belt for an unrelated event. Upon service investigation, the electrode belt failed the detect and treat test. The patient was provided with an ICD and ended use.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed the detect and treat test. Upon investigation, the u729 (spi can controller) and u713 (16-bit low power mcu) components of the distribution node (dn) pca board sn (B)(4) were out of tolerance. The out of tolerance components caused the test failure. The root cause for out of tolerance components was unable to be positively determined. No adverse event resulted from the defective belt. The patient received an ICD and ended use.